Event description:
The reporter did consecutive blood glucose tests. Meter readings were 52 and 388mg/dl. No specific info regarding timing of the tests or number of finger sticks used was given. Reporter did not have any symptoms. No harm was alleged. Followup attempts to contact the reporter for add'l info have not been successful.